Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced chest pain that required hospitalization and drug therapy. The chest pain resolved. It is unknown when the chest pain occurred in relation to the procedure. The outcome of the procedure is unknown. The patient is part of a clinical study. No further patient complications have been reported as a result of this event.

Event description:
This event was incorrectly reported. The event occurred prior to the approval of this ablation system and was processed correctly through the clinical trial reporting procedures.

Manufacturer narrative:
Additional review of the event shows that the adverse event reported occurred during the clinical trials, prior to the approval of the product. Additionally, the event was already processed through the correct channels and documented in pe 703726423. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.